Event description:
(B)(4). Sudden stabbing pain especially when standing from sitting. Terrible cramps and never ending spotting. My obgyn (B)(6) with the u of u confirmed that my coils had migrated to my uterus. I had to have surgery to remove them. He was only able to remove a portion of the left coil and it has now started having issues and I can't find a doctor who can help me because my insurance changed and dr (B)(6) is not covered. There is no education being given to doctors at all about safe ways to remove the coils or alternatives to a full hysterectomy when a person is young or wants to try ivf. It's constant pain and no one gets it.